Event description:
It was reported that small battery drive will not reverse. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history review indicates that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.